Event description:
It was reported that patient underwent femoral reconstruction using compress/finn prosthesis in 2000. Patient returned to surgery in 2006 to replace hinge components. Finn yoke component had fractured and tibial bearing exhibited wear and deformation.